Manufacturer narrative:
Device evaluation: visual inspection of the nail lot number 90620006aaa revealed that the housing tube was broken at the second screw hole. It was reported that upon removal the nail was broken due to excessive force, however, this complaint was issued based on the nail mechanism failure. The investigation was completed based on the initial reported failure of loss of distraction. X-ray images of the internal components showed a broken anti-rotation lug and revealed the nail to be partially distracted. The reported failure of loss of distraction was confirmed with the broken lug. The nail was functionally tested with the external remote controller (erc) and high speed magnet and was able to be distracted and retracted. Based on the type of breakage observed and the information that was provided, it is possible that the anti-rotation lug broke due to stress generated from weight-bearing activities. Per the precice stryde instructions for use, the nail is not able to withstand the stress of full weight bearing and it is recommended that the user utilizes external support and/or restrict activities as directed by the physician until consolidation occurs.

Manufacturer narrative:
The device has not been returned for investigation as it remains implanted. Root cause is unknown at this time.

Event description:
It was reported that post surgical review, the stryde femur nail was found to be retracted via x-ray. The surgeon ordered another 2 weeks of distraction and the nail was found unable to hold the distracted length. No patient injury was reported. Exchange of the nail is planned for an unknown date.